Manufacturer narrative:
E1. Address - line 1: (B)(6). H11. Additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that during the implantation of a valve model 8300ab19, it was observed that the expandable skirt did not deploy during balloon inflation. The surgeon elected to proceed with implantation without completing the device's procedural steps by suturing the valve. Reportedly, the patient left the operating room with an intra-aortic balloon pump due to severe ventricular dysfunction. Unfortunately, the patient passed away the following day. Per physician opinion, the cause of death was severe ventricular dysfunction. The implanting surgeon was not experienced with the use of the device.

Manufacturer narrative:
The following sections were updated/corrected/added: b7, h5 and h6 (component code, type of investigation, investigation findings and investigations conclusions) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the device history record (DHR) was performed, and no relevant non-conformances were identified. The subject device and components passed all in-process inspections. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Asymmetric frame expansion can occur due to improper seating. Asymmetric frame expansion is not considered a failure mode. The shape of the expanded frame is determined by the balloon inflation pressure and by the shape and mechanical characteristics of the valve annulus. Based on the information available, the complaint is unable to be confirmed. As per the event description, the device procedural steps were not followed. Therefore, the most likely root cause is use error. An edwards defect has not been confirmed.